Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included the use of smartablate tubing set. Initially, it was indicated that before a typical flutter case, the nurses wanted to prepare the tubing for the thermocool smarttouch sf catheter. When they opened it, they noticed that the tip of the tubing was dirty, and they did not want to use it. There was no patient consequence. With the initial information available, this event was assessed as non MDR reportable. However, on 10-apr-2025, additional information was received which indicated that the material observed in the tubing was loose. Therefore, the event was re-assessed as MDR reportable with an awareness date of 10-apr-2025.

Manufacturer narrative:
During an internal review, the investigation summary has been updated as follows: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the tubing. During the inspection, no foreign material was detected at the device tip or another area of the device. An irrigation test was performed, and bubbles with no movement were observed during the test. A device history record review was performed for the finished device ac9297912 number, and no internal actions related to the reported complaint condition were identified. The foreign material on the tip reported by the customer could not be confirmed during the product investigation. Other issues or circumstances may have occurred that may have affected its performance. The bubbles-air in tubing detected during the test was unrelated to the reported event by the customer. Bubbles on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU) and the smartablate irrigation tubing set preparation workflow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being performed to optimize actions on devices with cloudiness and microbubbles. The following fields have been updated as well: h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions, and h 6. Component code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure which included the use of smartablate tubing set. Initially, it was indicated that before a typical flutter case, the nurses wanted to prepare the tubing for the thermocool smarttouch sf catheter. When they opened it, they noticed that the tip of the tubing was dirty, and they did not want to use it. There was no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the tubing. An irrigation test was performed, and bubbles with no movement were observed during the test. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The bubbles-air in tubing detected during the test could be contributed to the material inside the tubing reported by the customer; therefore, the customer complaint was confirmed. Bubbles on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU) and the smartablate irrigation tubing set preparation workflow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. An internal corrective action was created to introduce optimization actions on devices with cloudiness and microbubbles. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).